Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Physician was performing a t3-l4 pediatric scoliosis case with the hook/screw rocker 6.35mm stainless steel system. He was persuading the rod at the t12 level with the rocker standard in the set. The rocker bent on the distal tip where it slides into the screw head. He was unable to reconnect the instrument after this issue. He was able to bend the rod into the screw head with in-situ benders. There was a 5 minute delay in the surgery due to this issue. There was no patient harm as a result.